Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "encapsulated, it's too hard and there is pain sometimes".

Event description:
Patient reported left side is "encapsulated, it's too hard and there is pain sometimes".patient additionally reported "capsular contracture baker grade unknown" "still hurts", "feels hard" and "does not look normal." Device remains implanted.